Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The endoscope was analyzed and found to have a dislodged component missing the endoscope adapter (aea) retaining ring or screws. Additionally, the endoscope was found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was analyzed and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction. The complaint was confirmed based on failure analysis.

Event description:
Hold for cy 10/30 it was reported that during central processing, the 30-degree 8mm endoscope's swivel attachment came off. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: no further information is available.